Manufacturer narrative:
(B)(4) the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. A visual inspection was performed and the tube was observed to be disconnected from the chamber. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A pharmacist reported to baxter (B)(4) of a dehp free sol admin set in which the tube of the set was found disconnected from the chamber. The event occurred before use when the nurse opened the packaging. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.